Event description:
It was reported that during a low anterior resection, the staples did not form properly. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4: serial number= na